Event description:
It was reported that the device was displaying the service indicator. It was also reported that the unit was not functional. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The cause of the reported problem was determined to be due to conductive foam tape which had caused an electrical short on the system pcb assembly. The customer was provided with a replacement device.